Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
An icy catheter (lot # unknown) was used to provide ivtm therapy. No other lines were inserted on the same site where the catheter was inserted. It was reported that 4 days after the catheter was inserted, the patient was taken to MRI, and one of the nurses noted that the saline bag was empty. The nurse did not believe that the saline bag had been previously replaced. Upon inspection, no saline was observed on the patient's bed, the thermogard console, or the floor. Catheter leak was suspected, and it was suggested to remove the catheter. No further information was provided by the customer regarding the details of the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.